Manufacturer narrative:
Please refer to the attached analysis report. This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, following the programmer upgrade to smartview 3.00, there are compatibility problems between the paceart export system and the hospital patient archiving system. An error message stating hl7 error is displayed.

Event description:
Reportedly, following the programmer upgrade to smartview 3.00, there are compatibility problems between the paceart export system and the hospital patient archiving system. An error message stating hl7 error is displayed.